Event description:
It was reported that the tubing holder that connects to the compressor's standby valve had been broken. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the compressor onsite. The angle connection (tubing holder) that connects the tube from the compressor tank to the stand-by valve outlet (compressed air outlet) was found completely broken off. The part was not returned for investigation, but a picture that showed the broken part was received. The broken connection led to no compressed air being delivered from the compressor. The root cause for the breakage has not been determined from this investigation.

Event description:
(B)(4).